Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 58 pulses and was deactivated after the end of second prime. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.